Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the source of the leak was from the collar wash valve of reagent probe a, and the fse performed repairs by replacing the collar wash valve which resolved the issue. The bec internal identifier for this report is (B)(6).

Event description:
The customer called to report to beckman coulter (bec) that there was a leak which came from under the reagent probe a of the unicel dxc 600 pro synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.